Event description:
Customer thinks that the spirit combo insulin pump delivers too much insulin, as his blood glucose is often too low. Caller reported having an accident in his car at around 6:45pm. He cannot remember any details. Emergency doctor from the ambulance measured his blood glucose level 16 mg/dl. He was treated with IV glucose. At the hospital, his blood glucose was measured as 58 mg/dl. He ate grape sugar and went home around 11pm or midnight. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.